Event description:
It was reported that during procedure knob fell off when impacted. All broken pieces were recovered and no piece fell in the patient. Backup device was available and no delay occurred.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The attachment tabs on both sides of the post, where the slap hammer attaches, fractured off and all pieces were returned. The device was manufactured in 2017 and exhibits signs of moderate wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.